Manufacturer narrative:
Physio control evaluated the customer's device and was able to verify the reported issue. The device is no longer repairable. The customer will be provided with a replacement offer. The initial reported event refers to a patient file, but the customer confirmed that this file is unavailable. The customer has been contacted to receive additional patient information, but no response has been received. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their lifepak 15 device was unable to complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
The reported issue was isolated to the power pcb assembly and the system pcb assembly. Further root cause is unable to be determined.

Event description:
A customer contacted stryker, to report that their lifepak 15 device was unable to complete its initial boot-up cycle. In this state, the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.